Event description:
The user received questionable ion selective electrode (ise) sodium results for five patient samples from the modular analytic core analyzer serial number (B)(4). The issue was discovered when the ER alerted the laboratory of low sodium results. All results are in mmol/l. Patient sample 1 initial result was 126 and the repeat result was 140. Patient sample 2 initial result was 124 and the repeat result was 140. Patient sample 3 initial result was 126 and the repeat result was 138. Patient sample 4 initial result was 126 and the repeat result was 140. The repeat result from the integra 400 analyzer was 137. Patient sample 5 initial result was 122 and the repeat result was 137. The repeat result from the integra 400 analyzer was 137. The initial results were reported outside the laboratory and corrected reports were issued. No patients were adversely affected. Upon evaluation of the analyzer, the field service representative determined the ise diluent and standard volume were low. He replaced the ise diluent and standard bottles. To verify the analyzer operation, he ran calibration and quality control with results within range.

Manufacturer narrative:
(B)(4).